Event description:
It was reported that during a resection of a bullous system of the upper lobe, the staples did not close properly. There was arterious bleeding and a conversion from endoscopic to laparoscopic was performed. No other adverse patient consequences.